Event description:
The manufacturer received information alleging air flow on the device; the device feels warmer; device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an warm air flow and a strange odor. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed a slight unknown contamination on and around the iso port, a fine white powder type of contamination throughout the interior of the blower box, on the top and bottom of blower motor, on the inner rim of the blower motor air intake, and on the blower outlet seal. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer unable to directly address the symptoms outlined in the complaint and sound abatement foam degradation/breakdown was not observed. The manufacturer can confirm the presence of contamination in the airpath.